Manufacturer narrative:
(B) (4). Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the eval.

Event description:
The reporter stated that the device leaked from the stopcock during use. There was no reported pt injury or treatment associated with this event.